Manufacturer narrative:
Insulin pump received with blank display no power due to corroded battery tube compartment noted.

Event description:
The customer reported via phone call that the insulin pump receive a low battery alert and off no power alert. The customer¿s blood glucose level was unknown. Customer states they did receive a low battery alert prior to the off no power alert. Customer states it was less than 24 hours from the low battery alert to the off no power alert. The customer stated that the batteries have now progressed to only lasting 1 day. It will say low battery and about an hour later will show off no power. The customer was advised the pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.